Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that it was decided to use farawave with non-boston scientific device and preparations for farawave and versacross were made. Although there was resistance, non-boston scientific devices were able to reach the right atrium (ra) from the right puncture site. However, with faradrive, although the wire reached the ra, the sheath only advanced up to just before the inferior vena cava (ivc). The non-boston scientific devices were removed once and attempted to advance faradrive alone, however, no changes were noted. The ra was reached with only the wire and dilator, however, once the sheath was set, it could not reach the ivc. Therefore, the left side was punctured again and repeatedly attempted to advance faradrive alone to the ra. It eventually reached the ra, however, during transeptal, the steerability of the sheath was not transmitted to the tip. As a precaution, the farawave was inserted into the faradrive and attempted operation in the ra, however, there was resistance with push/pull and it felt unsafe. Based on the above and considering the patient's risk, the procedure was therefore discontinued. Subsequent computed tomography (CT) and angiography indicated that on both sides, after the femoral bifurcation merged, the blood vessels formed an anterior posterior hairpin-like curve, and tortuous part just before the ivc was also noted. It was therefore considered that even if other catheters had been used to stretch the blood vessels, operability would still have been severely compromised. Another attempt will be performed next time using pulse select with a smaller sheath size. No patient complications have been reported. The product is not expected to be returned as it has been discarded at the facility.